Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 6974899. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during explant procedure on (B)(6) 2024 [related manufacturer report number: 1627487-2023-06059] a small segment of the lead remains implanted. As a result, surgical intervention may be undertaken to remove remaining portion of the lead. The investigation was unable to determine the lead that is associated with the issue.